Event description:
Caller states that the pt tested 6.6 inr on the device while a comparison lab returned as 4.2 inr. Caller states that coumadin was held for 1 day and reduced by 1mg. No adverse event reported. Requested return of suspect device and replacement was sent. Caller is unsure which strip lot produced each result.